Event description:
The pt was being fed using a pump. The pump reportedly fed 4 hours worth of enteral feeding solution in 2 hours. Specific rates are unk at this time. There was no illness, injury or medical intervention resulting from this event.